Event description:
A male underwent initial aaa repair in 2008. One flex main body and three iliac leg grafts were placed. Follow up CT images after the initial procedure showed that the left iliac leg graft had a gap resulting an endoleak. However, during the 2008, procedure to repair the endoleak, it was noted via x-ray that the left limb was still completely in the main body graft and had proper overlap. A review of the CT scans prior to endograft placement revealed a chunk of calcium in the left iliac leg that appeared pointed which could have damaged the graft during implantation. Another iliac leg graft was placed to resolve the endoleak. Pt is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted but a cd was returned to assist in this investigation. An internal clinical review indicated that the event was due to pt anatomy and review of the images confirmed the endoleak and calcium. However, the appropriate individuals have been notified and we will continue to monitor for similar events.